Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. There were numerous kinks throughout the hypotube of the device. Microscopic examination of the balloon presented no damage or irregularities. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-08473. It was further reported that the 2.5x15mm apex and 2.5x12mm quantum maverick balloons were both inflated once, and the devices was removed intact.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2014-08473. It was further reported that the 2.5x15mm apex and 2.5x12mm quantum maverick balloons were both inflated once, and the devices was removed intact.

Event description:
Same case as 2134265-2014-08473. It was reported that a balloon rupture occurred. The target lesion was located in the left anterior descending artery (lad). After treating the lesion using a 1.25 burr catheter, a 2.50mm x 15mm apex¿ balloon catheter was advanced to dilate the lesion. However, the balloon ruptured at 6 atmospheres. Subsequently, a 2.5x12mm quantum maverick¿ balloon catheter was advanced in exchanged to the 2.50mm x 15mm apex¿ balloon catheter. However, the balloon ruptured at 12 atmospheres. A 1.5mm burr catheter was advanced to treat the lesion and the physician advanced another 2.5x12mm quantum maverick¿ balloon catheter to dilate the lesion. Eventually, a 2.75x32mm bsc stent was implanted which completed the procedure. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.